Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), prime/fill anomaly, rewind anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7911na. Troubleshooting was not performed and the customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage.customer reported the transmitter battery was not lasting as long as expected. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7911na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No rewind or prime/fill anomalies noted during testing. Unit was successfully downloaded using thump software. In pump's memory, no prime/fill anomaly or rewind anomaly alarms noted on event date. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case, pillowing keypad overlay, scratched case, and scratched lcd window (minor). In summary, customer concern for prime/fill anomaly and rewind anomaly not confirmed. Cosmetic damage on battery compartment and reservoir compartment not confirmed per visual inspection, however other damages were noted. Scratches noted on lcd window, however minor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.